Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the ion selective electrode module and replaced seals. The cse calibrated the instrument and ran quality controls, all of which resulted within range. The cause of the discordant, falsely sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium results were obtained on ten patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s) for six of the patients. The samples were rerun on alternate advia 1800 instruments and resulted higher. Corrected reports were sent to the physician(s) for the six patients discordant results had been reported for. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.